Event description:
It was reported that approximately two months post device replacement, the right ventricular lead impedance started to rise. During a revision procedure, a setscrew issue was ruled out. The lead was explanted and replaced. Additionally, it was reported that the left ventricular lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal and distal conductors were distorted from pulled/stretched/overstress, the inner insulation was torn, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a breach cut, the outer insulation was melted and was breached, the proximal and distal conductors had blood not obstructed, there was apparent explant damage, and the lead was stretched.

Event description:
It was reported that approximately two months post device replacement, the right ventricular lead impedance started to rise. During a revision procedure, a setscrew issue was ruled out. The lead was explanted and replaced. Additionally, it was reported that the left ventricular lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d384trg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.